Event description:
Paramedics attended to a person diagnosed as pulseless and apneic. The pt was diagnosed in ventricular fibrillation. A shock was delivered and the pt converted to asystole. The operator attempted to administer external pacing to the pt and the device allegedly displayed a leads off warning message and pacing was inhibited. The pt's outcome was not reported.